Event description:
Customer reported that the insulin pump did not accept her calibrations for the sensor. She stated that her blood glucose values had been high due to issues with the infusion sets. She stated that she was not alerted by the insulin pump that the blood glucose had gone high. She also reported that she had bolused without any effect. The blood glucose reading was over 500 mg/dl. Customer treated with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.